Event description:
A malfunction alarm was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer managed the situation by contacting tandem technical support and administering a bolus via the pump after it was reset. The pump was successfully reset with the assistance of tandem technical support, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any further issues arose.